Manufacturer narrative:
H3: the concerto coil (model: nv-5-15-helix lot: a650100) was returned for analysis within a shipping box; within an open concerto outer carton and within a biohazard bag. There was no instant detacher, microcatheter, or accessories returned with the device. The pusher was found to not have any damages and the actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. There is no evidence of any detachment attempts by mechanical or manual methods. The coin was present and against the lumen stop. The implant coil was returned for analysis already detached with damage and stretching in the proximal end. The detach element was broken off from the coil and stuck in the retainer ring with the polypropylene monofilament broken. The shield coil was present but was slightly stretched. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations and was found to be within specifications. Measured 0.083mm @ 0 .063mm; measured 0.090mm @ 0.127mm; measured 0.093mm @ 0.275mm. The lumen stop and retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00281¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00456¿and found to be within specification (0.00455"+/- 0.00010"). No other anomalies were observed. Based on the analysis performed the concerto coil was confirmed to have prematurely detached. There was no malfunction of the pusher or non-conformance to specification that may have contributed to the damage to the implant coil and detach element and subsequent pre-mature detachment. There is no reported issue with the implant coil during hydration per IFU, however, it is possible that the concerto implant coil became damaged when retracting the implant coil following hydration. Since the introducer sheath and catheter were not returned, any contribution of the introducer sheath and catheter to the issue could not be determined. As catheter was not identified by the physician, catheter compatibility could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment this coil detach prematurely inside the catheter. The coil was removed from the patient within the catheter. Reported device and any accessory devices were prepared as indicated in the IFU. There were no reports of patient injury in association with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There were no related patient symptoms.